Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint ofdevice malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touch screen cracked and the device casing was separating, while the pump remained functional but was no longer watertight and required replacement. Symptoms included no reported changes in blood glucose. Outcomes included continued therapy with instruction to back up treatment if desired, device shutdown guidance, and use of cgm via app or receiver while awaiting the replacement. Investigation included complaint intake, verification of device function as reported by the user, and arrangement for device replacement and return of the original for assessment. Investigation of this case revealed physical damage to the screen and enclosure with loss of water ingress protection, consistent with a damaged display assembly and housing interface. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling or external stress.